Event description:
A patient was examined head first supine with sense torso xl placed over the upper body. After the examination, a red spot was observed on the leg, where the coil balun was placed. At that time, it was diagnosed as pressure point. Two days after the examination, the patient reported a blister of 5 cm in that area to the hospital.

Manufacturer narrative:
(B)(4). (Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow up report will be sent to the FDA.